Event description:
International distributor contacted dexcom technical support on (B)(6) 2013 via email to report that upon removal of sensor on (B)(6) 2013, patient's father reported missing sensor wire. The sensor had been inserted on the same day. No additional information was provided. Dexcom technical support made attempts to collect additional information related to the event, to no avail. Additional information will be provided should a more complete version of the complaint become available to dexcom.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.